Event description:
It was reported that this patient's remote monitoring system displayed a red call doctor icon for high, out of range pacing impedance (>2000 ohms) from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended thorough provocative maneuvers and diagnostic imaging to exclude rv lead impairment. The patient was seen shortly prior to the call with technical services and the device function was normal, with acceptable impedance measurements. The physician elected to continue with remote monitoring until the next follow-up appointment, at which the recommended diagnostic imaging will be performed. At this time, the system remains implanted and in service. The patient was stable with no additional adverse consequences.